Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had time clock anomaly. The customer blood glucose level was unknown. Troubleshooting was performed. Customer stated that the insulin pump gaining time and gain was greater than nine minutes per month. The device will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge or battery less than expected anomaly and no time or clock anomaly noted during test.(B)(4).